Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device experienced multiple issues, including inability to load a set without triggering alarms and emitting a burnt smell during set-up. There were no patient involvement and harm.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the device experienced multiple issues, including inability to load a set without triggering alarms and emitting a burnt smell during set-up. There was no patient involvement and harm. The complaint could not be fully confirmed as described. However, the device passed most tests. The user interface door alarm on the air detector, indicated by a yellow light, was found to be faulty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.